Event description:
It was reported that the patient presented in hospital for device change-out due to normal eri. Loss of capture was noted. Insulation defect was found. The physician attempted to repair lead with medical adhesive. Loss of sensing was observed. Lead was capped.

Manufacturer narrative:
No medwatch form was received.